Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed displacement test, rewind, basic occlusion, no delivery and motor tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept receiving no delivery alarm even after multiple set changes. The customer's blood glucose was unknown at the time of incident. The customer performed plunger push and the insulin did exit but there was a slight resistance. The insulin pump will be returned for analysis.